Manufacturer narrative:
The device involved in the incident remains implanted and will not be returned for evaluation. The device was implanted and functioned properly for approximately 7 months prior to this event. Additional information provided indicated that it was the clear extension tubing that ballooned during injection, not during dialysis. The contract manufacturer conducted a review of the manufacturing records for the lot number provided. The device history record review established the device was manufactured within specification and customer requirements. Without an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. Clamping repeatedly in the same location on the extension tubing may have weakened the tubing. The extension tubing may have been over pressurized causing the silicone material to weaken. A root cause cannot be determined but is unlikely manufacture related.

Event description:
Ballooning in the wall of catheter during injection.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.